Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 307 mg/dl in the morning. The user addressed bg level with a bolus via the pump. It was unknown what the cause of the elevated bg was. As this event was not occurring at the time of report, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.